Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 372 mg/dl at the time of incident. The customer's blood glucose was 206 mg/dl at the time of call. The customer's blood glucose was 570 mg/dl at the time of hospitalization. The nurse stated that the customer felt sick and they experienced nausea and vomiting. The nurse stated that the customer was wearing the insulin pump during hospitalization. The nurse stated that the drive support cap appeared normal. The nurse performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The nurse performed high pressure test and the insulin pump passed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.